Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered bubbles on the device. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Complaint for gel bleed was not confirmed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: gel mentor of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a gel mentor breast implant of unknown type and experienced large amount of gel bleed on the left breast implant. The gel bleed was diagnosed by the healthcare professional. As a result, the patient had undergone explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/15/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears cloudy. Brown and white material was observed within the device and on the shell surface. Product evaluation team discovered a rent measuring approximately 1.5 cm on the anterior aspect. Also it noticed a rent at the patch junction. No other anomalies were discovered. Complaint for gel bleed was not confirmed. At this point is not possible to determine the etiology of the brown and white material found on the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).